Event description:
It was reported that the tps handpiece cord was causing drills to continue to run when no longer activated during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was evaluated and the reported event was not able to be duplicated. The device was placed in parts retention at the manufacturer.